Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed power error before and after a battery change. Customer also indicated that the pump has been unresponsive. Customer's blood glucose was 63 mg/dl at the time of incident. No further details given.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, low battery alarm and power error 25 confirmed in the long trace. Power loss alarm occurred after the pump error 25 was cleared. Detail trace analysis confirmed the pump alarmed low battery and then alarmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5v for 4consecutive hours. After disconnecting and reconnecting the internal battery connector. The insulin pump was monitored and functioned properly. All buttons functioned properly. No damage in the keypad assembly noted. No stuck button alarm during testing. No unlocked keypad connector during visual inspection. The insulin pump passed the leak test. The device was received with a scratched case, pillowing keypad overlay and minor scratched lcd window.